Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Passed lead pull test. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system consisting of two percutaneous leads, two anchors and an ipg on (B)(6) 2008. It was reported that the lead migrated and was revised on (B)(6) 2008. Reference manufacturer report 1627487-2010-00874 for the alleged lead migration. The physician did not open the ipg pocket when he repositioned the leads. After repositioning the leads, lead impedance testing showed valid impedances on all contacts but the patient did not feel any stimulation through the right lead at the maximum amplitude. The patent felt stimulation at normal amplitude levels through the left lead. Fluoroscopic imaging showed that the right lead had come completely out of the ipg header and that the left lead was partially disconnected. The physician reportedly replaced the ipg because there was blood in the header. The ipg was returned to ans for analysis.